Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s," the nurses reported that in the procedure for an aspira peritoneal placement, one of the nursing techs cut the stylet, but did not remove it. The patient was sent home with the stylet in the lumen. The patient was drained at the time of placement. The nurse was advised that the catheter will not drain as intended if the stylet is not removed. No patient injury was reported.